Event description:
It was reported that the user received restart alert 38 indicating consecutive motor stalls and had restarted the pump more than five times; tubing was successfully filled past 120 units without issue, and the user was advised to perform a cartridge-only supply change while the infusion site appeared nominal, with blood glucose reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.